Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump will not rewind. The customer¿s blood glucose level was 278 mg/dl at the time of the incident. Mother stated the insulin pump will not rewind has been occurring for the past two days. Troubleshooting was declined requesting a replacement pump ben sent. The customer is using a loaner pump until the replacement can be sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with constant pump error 38 alarm during rewinding due to moisture damaged on motor assembly. Unable to verify rewind anomaly or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Unit was received with corroded battery tube, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, damaged keypad overlay texture and stained serial number label.